Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and without the microcatheter. The pipeline braid was found to be damaged on both ends of the pipeline, with one end partially opened. No other anomalies were observed. Based on the above findings, the customer's complaint was confirmed. The pipeline was returned for evaluation not fully opened. The cause for the pipeline condition could not be determined; however, it is possible that the damage to the braids may have contributed to the event. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received information during a treatment of right internal carotid artery (ica) aneurysm, the physician experience that the proximal pipeline funneled on the turn proximal to the aneurysm and could not be corked. The pipeline was retrieved by a snare. No kinks or damage were noted on microcatheter or pipeline pusher wire. The procedure was completed with another pipeline. Post procedure angiography showed some thrombus distal to the pipeline and was treated with eptifibatide injection. No patient injury was reported as a result of this procedure.